Manufacturer narrative:
Update: this event was confirmed to be a duplicate previously reported under MFR #0002249697-2016-03524. Evaluation results and conclusions will be provided in the aforementioned report upon completion of the investigation.

Event description:
Patient had a right knee revision due to infection. Update: this event was confirmed to be a duplicate previously reported under MFR #0002249697-2016-03524. Evaluation results and conclusions will be provided in the aforementioned report upon completion of the investigation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: triathlon cr fem comp #5 r-cem; cat#:5510f502; lot#:elr4t, triathlon symmetric x3 patella; cat#:5550-g-319; lot#:083t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a right knee revision due to infection.